Manufacturer narrative:
The product was not returned for analysis. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Attempts to obtain additional info have been made. No further info has been received. (B)(4).

Event description:
An optometrist reported that approximately five months following bilateral lasik, the pt reported fluctuating vision and dry eyes. Additional info has been requested. There are two medical device reports associated with this event this report is for the left eye.